Event description:
Initially, a field corrective action (fca) associate contacted the customer to follow-up on the urgent product recall letter dated january 12, 2010. During the call the wife stated her husband had been feeling the symptoms of fullness, bloating and vomiting. The wife had taken the hp off the solution and he felt fine but a few days later he began vomiting every day. The wife stated that the hp continued having over-fill symptoms, with bloating and vomiting. Reportedly, the hp had an infection and was taking antibiotics (unknown) during the day through a manual day fill of 1500ml. Product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on 23apr2010. The pd rn stated that the type of infection the hp had was unknown because the culture had no organisms (no growth), but the white blood cell count was over 100 cells/mm^3. The infection was discovered on (B)(6) 2010. The hp had been vomiting because the hp was on reglan for nausea, but was not taking it properly (30 minutes before a meal.) The vomiting and bloating were partly due to nausea, but also was contributed to by the infection. The patient was started on antibiotics (unknown) due to the infection and started a manual day fill of 1500ml. The outcome of the infection is unknown. A call was placed to the facility nurse who provided the following clinical information: the infection the patient experienced was considered an unspecified peritonitis as evidenced by a cloudy bag even though the culture showed no growth but the cell count was increased. The patient was not hospitalized. The patient was placed on ancef and tobramycin intraperitoneal (ip) for 14 days. The event of peritonitis is considered resolved as the patient had a repeat culture and cell count last week and they showed no growth and no increased white blood cells. The nurse indicated that the cause of the peritonitis was considered to be a break in aseptic technique unrelated to baxter solutions or devices. The patient and the wife have been retrained.

Manufacturer narrative:
(B)(4).the sample was discarded therefore no evaluation was performed. A follow-up report will be filed upon completion of an evaluation or if additional information becomes available.